Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing shortness of breath and noted to have gained weight, upon interrogation, the left ventricular lead exhibited increased capture thresholds and loss of capture. The physician successfully repositioned the lead and normal lead function was noted after. The patient was doing well post surgery and would continue to be monitored.